Event description:
It was reported that the extraction screw broke off at the tip of the extraction block during surgery. Delay no longer than thirty minutes was reported. Backup was available.

Manufacturer narrative:
It was reported that the extraction screw broke off at the tip of the extraction block during surgery. A product wasn't returned for investigation. Furthermore, not batch number was communicated. A batch related complaint history or documentation review couldn't be performed. Issues of broken or damaged tip/threads of the complained article are known. These relates specially for devices with index a. For this issue and version the root cause had been defined as "normal wear and tear" and a new design have been released to reduce issues with the tip of the extraction screw. In this case we do not know if the complained article has index a and the root cause can not be determined due to insufficient information. Nevertheless, smith + nephew will monitor this device for similar issues.